Manufacturer narrative:
Retainer ring = black. Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 23 or pump error 49 alarms noted during testing. No pump error 37 alarms noted during testing however moisture damage was found on the motor and force sensor during visual inspection. Moisture damage was also found on the electronic assembly (pcba1) during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side, broken belt clip rails and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.